Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose level (bg) ranged from 400-500 mg/dl. Reportedly customer went to the emergency room for bg level and diabetic ketoacidosis. Customer attempted to address the issue by changing pump supplies and ultimately reverted to an alternative method of insulin therapy. Customer declined further troubleshooting with tandem technical support so no additional information regarding the event could be gathered.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.